Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during pumping. Reportedly, the cartridge was filled with 500 units. The customer's blood glucose level was 260 mg/dl and it was addressed with a bolus via the pump. It was noted that the customer loaded a new cartridge.